Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-31051, related manufacturer reference number: 2017865-2021-31053. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.